Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the barrel."

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: "when removing the shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 3 photos of (3) loose 0.3ml bd insulin syringes were provided. The customer reported when removing the shield, the needle with the shied was separated from the barrel. The photos were reviewed, and it was observed that 2 out of the 3 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. The other 1 syringe exhibited a hub assembly not fully seated on the barrel tip. Due to batch number being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. Corrective/preventative action (CAPA#: 1630423) has been initiated.